Event description:
Dr was paged to assist with closure with perclose. Upon retrieval of perclose, knot became trapped in the wire port. We were unable to remove the device. Other dr. Was paged to assist. They were unable to remove the perclose device by cutting the wire. Patient had a tear in her right ureteral-iliac/proximal common femoral artery. A viabond covered stent was deployed. Patient recovered overnight in critical care unit.